Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had low blood glucose level of 2.2 mmol/l. Customer was treated with food. Customer had blood glucose level of 8.6 mmol/l. Customer did not allege insulin pump for over delivering. Customer stated that the insulin pump passed self test and displacement verification test. Customer was not using auto mode. The insulin pump will not be returned for analysis.